Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii system (4.3mm). When loading of the seal is carrying, at the step 3, when doctor release clamp, spiral cord didn't attached to seal, seal wasn't loaded with spiral cord when they pulled out the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii system (4.3mm). When loading of the seal is carrying, at the step 3, when doctor release clamp, spiral cord didn't attached to seal, seal wasn't loaded with spiral cord when they pulled out the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: e-1 event site email to reflect the corrected updated information. Internal complaint number: (B)(4). A query was performed for the reported patient code(s) and reported upn. Based on the event description there were similar complaints reported within the product family. A lot number was not reported. Cs delivery fulfillment was contacted for ship history. According to their system, there were no records found for any hsk-3043 shipped to the account. Therefore, a query of similar complaints for the lot number and the reported failure mode was not performed.